Event description:
Complainant alleged that a female nurse (age unk) was holding the paddles in the paddles cradle while performing a 200 joule self test of the device. After the nurse had completed the test, she was about to attach the test strip to the log book, when she noticed that the device screen did not display a "test ok" message. At this point, the nurse again grasped the device's paddles handles, without removing the paddles from the cradle, and she then attempted to again perform the 200 joule self test on the device. The nurse held the paddles with her fingers wrapped around the handles and pressed the discharge buttons with her thumbs. While the test was conducted the nurse did not look at the device, but listened for audible cues as to what to do next. When the nurse heard the strip being printed she attempted to let go of the paddles. But the next thing she remembers is being across the room and landing against a wall. There was no pt involvement in the reported event. The nurse received burns around the base of both thumbs, on her wrist from where the rear of the face plate of her watch was situated and where the metal clasp of the watch band was touching her wrist. There is no info of treatment the nurse received for the burn. The nurse was out of work for a week or two subseqeunt to the event. The nurse has returned to work and there is no indication of the nurse suffering any lingering after effects from the unintended delivery of energy.